Event description:
It was reported by the surgeon that the pt underwent a primary procedure on (B)(6) 2010 and subsequently was revised on (B)(6) 2013 due to loosening and a peri-prosthetic fracture.

Manufacturer narrative:
This complaint was reported as a custom proximal femur replacement implant in error. The actual device in question is a custom mid-shaft femur. This device is not marketed in the us therefore the event which occurred in (B)(6) is not MDR reportable. Corrections brand name corrected from custom proximal femur replacement implant to custom mid-shaft femur. Common device name corrected from custom distal femur implant to limb salvage system.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 2010 and subsequently was revised on (B)(6) 2013 due to loosening and a peri-prosthetic fracture. This is a supplemental report to 3004105610-2014-00134 ((B)(4)).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Reports from the surgeon suggest that the loosening may be related to the pt's poor bone qual. The fracture has most likely occurred due to the loosening. It is not possible to identify the root cause with the current available info. Requests are being made for additional info and a supplemental report will be provided if this info is received. Please note that this customer implant is similar to the mets proximal distal femur implant (k121056).